Manufacturer narrative:
(B) (4). Physio-control recommended checking the device's power module and provided the biomed with the part number and ordering info for the replacement part. After several subsequent attempts to contact the customer to confirm resolution to the reported failure, no response appears to be forthcoming. The device has not been returned to physio-control for evaluation; therefore, further investigation cannot be performed.

Event description:
It was reported that the device would not operate properly on ac power. There were no reports of pt use associated with the reported failure.